Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal part of right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no injuries reported.